Manufacturer narrative:
The reported field event of false eri was confirmed in the laboratory via review of the device image. The device was tested on the bench and it is believed transient low battery voltage caused the false eri.

Manufacturer narrative:
(B)(4).

Event description:
It was reported upon device interrogation the device had reached eri, prematurely. The device was explanted and replaced.